Event description:
It was reported to philips that the system was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) checked the system remotely and confirmed that the system unable to boot up. Review of the logfiles shows no mains power. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found malfunction of the ups controller, ups controller did not respond to commands when the buttons were pressed. To resolve the issue, the fse bypassed the ups. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.